Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she changed the infusion set and blood glucose rose from 176 mg/dl to 313 mg/dl within two hours and the same happened the day before. The customer also reported she experienced high blood glucose of 450 mg/dl back in 2011; she called the doctor and was advised to treat with manual injection. During troubleshoot; it was stated the drive support cap is recessed. She found small air bubbles in the tubing and reservoir. The insulin pump passed the high pressure test. Customer declined to continue troubleshooting. The customer stated she had the insulin vial in her purse for 20 days and it was filled with bubbles. She was advised this is not recommended. She had to go home to change the set and treat with manual injection. She was advised to call the doctor if issues with high blood glucose persist.